Event description:
It was reported that during an interventional procedure of the right coronary artery (rca) the unspecified guide wire and guideliner catheter were placed and the xience xpedition stent delivery system (sds) was being advanced, however, when it exited the catheter tip the stent implant was not visible under fluoroscopy. All of the devices were removed from the anatomy without issue and the stent implant was noted in the tuohy borst valve and had not entered the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position was unable to be replicated in a testing environment due to the stent dislodgement. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgement or difficult to position with the guiding catheter from this lot. Based on the reviewed information, no product deficiency was identified.